Event description:
The patient reported that they were admitted to the hospital on (B)(6) 2025, for treatment of hyperglycemia (640 mg/dl) after the pod became dislodged from the infusion site after approximately 4 to 24 hours of wear. The patient reported experiencing persistent vomiting at the time of admission. The medical diagnosis was diabetic ketoacidosis, which was treated with intravenous fluids and an insulin drip. The patient was unable to confirm whether the pink slide had advanced for the pod that was removed prior to hospitalization; however, the patient confirmed that there was a visible piercing mark at the infusion site where the needle/cannula had been inserted prior to dislodgement. No redness, swelling, or insulin leakage was observed at the infusion site (leg) upon pod removal. The patient further reported that after the pod fell off, the cannula adhered to the pod adhesive, resulting in it being covered with adhesive. Upon removal, the cannula was observed to be bent. The patient was discharged from the hospital on (B)(6) 2025, and reported continuing diabetes treatment with pen injections until they can review their pod settings with their healthcare provider.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm or determine the root cause of the reported dislodged and bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.